Event description:
A customer contacted baxter (B)(4) regarding a homechoice (hc) machine that was overheating the fluids, but each time he was told by the technical service representative (tsr) to turn off the machine and wait for fluid to cool and then carry on with his dialysis. There was patient involvement.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The device was not returned to baxter, therefore no evaluation could be performed. A device history was conducted and no issues were found related to the rite - heater bag temp failed perf spec-fluid delivered out of spec in the logs during the manufacture of the lot or serial number. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). Evaluation summary: this condition of an over temp fluid delivered was not confirmed and the root cause could not be determined. The event history was reviewed by local technical service group; per their decision the review does not indicate the reported problem or any problems that contribute to the current reported problem. A sample evaluation was performed with no issues found with operation of unit - temperature was within standard guidelines. Additional information: a service history was reviewed by local technical service group, per their decision the review does not indicate previous servicing could contribute to the current reported problem.